Event description:
The device was used during a gastrectomy. Reportedly, after the surgery, a piece of white plastic was noted in the cavity that was retrieved without difficulty. No patient injury was reported.